Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no failures related to medication issue. A technical support specialist (tss) reviewed medbank myqlink (mql) transactions and confirmed there was no record of the item being issued for the patient on the same day. Windows application and system logs were also checked, with no related errors found. The customer reported that the cabinet had been powered off and was recently turned back on. The populate buttons screen was reviewed and showed no failed drawers. The customer was observed successfully issuing the medication without issue. Guidance was provided to contact technical support center (tsc) if the problem reoccurs before taking corrective action, and the customer acknowledged and agreed to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the screen showing the medication count for drawer 2, position 5 had appeared and remained up but the cubex app was frozen. The customer stated that they were unable to issue morphine 20mg/ml concentrate. There were no adverse events or injuries reported based on this event.